Manufacturer narrative:
Block b3: exact date unknown, event occurred a year ago from the date the manufacturer was made aware. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that the patient experienced a loss of stimulation, and the contacts were out on both leads. The patient underwent an ipg and lead replacement procedure and was doing well postoperatively. The explanted devices were discarded per hospital policy.